Event description:
The patient presented with a ventricular tachycardia (vt) and indicated "feeling bad" since the morning. Interrogation of the implantable cardioverter defibrillator (ICD) revealed on ventricular sensing (vs) in the marker channel. The running vt episode appeared after full interrogation of the ICD. The ICD withheld the therapy because of wavelet detection. The electrocardiogram (ECG) showed a vt with a wide pulse heart beat and duration pattern. The vt was terminated with electrophysiology treatment. The ICD was reprogrammed and the wavelet detection was turned off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analyst commented, episodes 31 lasted over 7 hours; wavelet withheld detection with an 82% to 85% match score.